Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The current state of the patient is unknown by the customer.

Event description:
The customer reported that a patient had a hypocalcemia reaction (patient started trembling and had hypotension) during a therapeutic plasma exchange procedure. The procedure was stopped and the nephrologist that ordered the treatment was notified. The patient had x-rays and blood gases tested. The physician then determined that the patient had a trali reaction. The outcome of the patient is not known at this time. The customer declined to provide the patient identifier and did not have the patient's weight available. The disposable set is not available for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: this disposable set was unavailable for specific root cause analysis and the root cause for this particular issue is unknown at this time. Root cause of the patient reaction is likely related to the patient disease condition. Patient reactions such as hypotension are a possible occurrence with apheresis procedures.